Event description:
Customer reported blood glucose was low =68 mg/dl. Customer called paramedics. Customer was given aspirin, sugar, and other unk treatment. Controls were in range. A request was made for return product and replacement product was sent.